Manufacturer narrative:
Additional information was received and sections a2, a3 and b7 were updated. The patient is a 47 year old female. As reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was reported to be pre-bariatric surgery. Additional information indicates that the filter was successfully implanted with fluoroscopic guidance. Approximately five years and five months after the filter placement, the patient underwent an abdominal/pelvic computerized tomography (CT) scan that revealed the filter positioned at the level of the superior cortical margin of the right pedicle of l2. The filter was noted to have a nineteen-degree tilt within the inferior vena cava (ivc). The superior tip of the filter was embedded within the anterior wall of the ivc. Two of the vertical struts had grade 3 penetrations of the ivc with interaction with the l3 -l4 intervertebral disc. The distal tip of the filter was embedded in the posterior wall of the ivc. No filter fracture was seen. Further information received indicated that there was a perforation of the filter struts into organs. The implanted filter was reported to pose a progressive risk of additional perforation of the vena cava and surrounding vital organs, vessels and structures, which could result in severe pain and life-threatening complications. It was also reported to pose an increased and progressive risk of migration, fractures, embolization of a fracture, and thrombosis/clotting causing serious injury and death. The patient was reported to be forced to live with the possibility that these complications can happen at any moment which has led to severe fear, stress, anxiety and loss of enjoyment of life. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, perforation, ivc perforation and device embedment could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation or the ivc perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: the ivc filter is tilted, embedded in the anterior wall of the ivc, struts have penetrated the ivc with interaction with the l3/4 intervertebral disk and the distal tip of the filter is embedded in the posterior wall of the ivc. The implanted filter poses a progressive risk of additional perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fractures, embolization of a fracture, and thrombosis/clotting causing serious injury and death. The patient is forced to live with the possibility that these complications can happen at any moment which has led to severe fear, stress, anxiety and loss of enjoyment of life. Plaintiff suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. The legal briefing mentioned a ivc perforation. Without procedural films available for review, the reported perforation could not be confirmed. With the information available, it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. It is unknown if the tilt contributed to the reported perforation. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Endothelialization, remodeling/restructuring of the internal lumen of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As per the legal brief, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: the ivc filter is tilted, embedded in the anterior wall of the ivc, struts have penetrated the ivc with interaction with the l3/4 intervertebral disk and the distal tip of the filter is embedded in the posterior wall of the ivc. The implanted filter poses a progressive risk of additional perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fractures, embolization of a fracture, and thrombosis/clotting causing serious injury and death. The patient is forced to live with the possibility that these complications can happen at any moment which has led to severe fear, stress, anxiety and loss of enjoyment of life. Plaintiff suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages.